Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a remaining longevity of 2.5 years. There was a concern that the battery is depleting prematurely. No adverse patient effects were reported.

Manufacturer narrative:
The device will continue to be monitored. Records show that this device remains implanted and in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device's internal diagnostics indicated that the battery voltage was lower than expected (3.08 volts). External visual inspection, as well as x-ray analysis, of the device revealed no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the device case was opened, microscopic visual inspection did not identify any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a single component referred to as the mixed mode integrated circuit (mmic). Photon emission microscopy (pem) was then used to identify the specific location of the defect within the mmic causing the high current condition. Detailed analysis of the abnormal emission site on the mmic confirmed the presence of foreign material.

Manufacturer narrative:
(B)(6) months later, it was reported that there is still concern with rapid battery depletion as the battery current is increasing day to day. The caller also mentioned concern that this device behavior might be consistent with that described in the recently published boston scientific product performance report update. Boston scientific technical services (ts) discussed that battery depletion is not consistent with the product performance report update because this device is still responding to telemetry. A save to disk was performed for engineering analysis. Upon disk analysis review, engineers have confirmed that this device is consuming power at a rate greater than expected and the power will continue to increase. The rate of current increase is changing per day. As a result, engineers have determined the device may last another year, however there is an anomaly occurring due to an unknown cause. Since the cause to this issue is unknown and device behavior is unpredictable, engineers have recommended the device be explanted and returned to boston scientific for laboratory analysis. Subsequently, the device was explanted. The patient received an aigis envelope and tolerated the procedure well. The device has been returned and is currently in analysis. When additional information becomes available, this report will be updated.